Event description:
It was reported that the camera head had a connection error. This issue occurred during reprocessing for a therapeutic procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test from cable and a e224 communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective cable unit (cable disconnected internally) that caused an e224 communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4

Event description:
No additional information received from customer.

Event description:
It was reported that the camera head had a connection error. This issue occurred during reprocessing for a therapeutic procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.